Event description:
The customer reported that this right atrial (ra) lead exhibited a high pacing threshold. The lead was surgically abandoned and replaced with a new one. No adverse pt effects were reported. On (B)(6) 2015, the customer updated their report as follows: this right atrial (ra) lead exhibited high pacing threshold. Additional info was received indicating that the ra lead threshold measurement was 5 volts at 1 millisecond. The led was surgically abandoned and replaced with a new one. No adverse pt effects were reported. The lead was actively implanted for approximately 14 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse pt effects were reported and a new lead was implanted. The event will be re-elevated if additional info becomes available. High thresholds are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The DHR and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.